Manufacturer narrative:
Other text: investigation completed on a smiths medical ventilators/pneupac ventilators babypac. The complaint of faulty battery draining was confirmed, however the additional information revealed battery was replaced and no fault found. It was found that the vrv was not function correctly and replaced. Device was calibrated. Tested battery draining and this was not confirmed when tested. Battery holder was replaced. This was based on miscommunicated of the repair notes: the multimeter test was used for verification after the battery holder was replaced.

Event description:
Summary of device evaluation.

Event description:
Information received a smiths medical ventilators/pneupac ventilators babypac is having drained battery issues. Reported new battery was installed. No patient adverse events reported.